Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose was 64 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.